Event description:
During a device replacement procedure for normal eri, the right ventricular (rv) lead was not able to be removed from the header potentially due to the set screw. The rv lead was cut and a portion of the rv lead was capped and the remainder of the rv lead and the device were explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
No conclusion code available. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was bench tested with a new set screw and no anomalies were found. The device's pacing, sensing, impedance, high voltage (hv) output, and the patient vibratory alert were tested and no anomalies were detected. The device functionality was normal. Visual inspection of the ventricular set screw revealed that the set screw was stripped, which confirmed the reported field event. The cause for the setscrew damage could not be determined.